Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8 00sr34, serial/lot #: (B)(4), ubd: 03-sep-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 30 mm mitral annuloplasty ring, it was explanted and replaced with a 34 mm annuloplasty ring of the same model. The reason for the replacement was reported as elevated gradient. The 34 mm annuloplastyring was explanted and replaced with a non medtronic bioprosthetic valve. It was reported that this repair did not appear to be successful. It was also reported that the patient had a very broad p2 scallop which was flail and at least 5 ruptured cordae tendineae. No additional adverse patient effects were reported.